Manufacturer narrative:
Covidien/medtronic reference# (B)(4). The sample associated with this report was returned and analyzed. There were no visual defects detected during the analysis. Additionally, functional testing was conducted and the cuff was able to inflate and deflate fully with no issues. There were no defects detected in the returned sample. The device history record was reviewed. The batch was manufactured in accordance with all manufacturing requirements. The manufacturing controls were reviewed and if there had been an inflation/deflation issue present prior to release of the product, it would have been detected during manufacturing quality testing. Although there is no confirmed failure associated with the returned sample, a design enhancement is in progress to improve the interface between the cuff and tube to eliminate the cuff material from collapsing non-symmetrically to prevent blocking the path for air extraction.

Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not fully deflate. There was no patient involved.